Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see report(s) 0001825034 - 2017 - 11484. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address dislocation. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The additional information does not change or alter our previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Updated. No malfunction occurred. Reported event was unable to be confirmed due to limited information received from the customer. During third party review of the x-rays provided hetrotrophic ossification was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient is experiencing left thigh and knee pain approximately four years post-implantation of left total hip arthroplasty. It was further reported that x-rays dated approximately three years post-implantation show damage to the femoral stem. No intervention or revision procedure has been reported to date. No further information has been provided.